Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported, a pain level of 3. And indicated, that the top aligner might be causing slight irritation to the gums with minor bleeding. Additionally, the patient mentioned, a slight chip on the right tooth. The clinician provided the patient with tips to manage the reported issues. There was no further correspondence from the patient regarding these concerns.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.